Event description:
It was reported that a pump alarmed for an upstream occlusion and air in line alarm many times during a primary infusion programmed to deliver insulin in 100ml of nacl 0.9% with 100 units at a rate of 1ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). During the complaint eval, the customer stated "pt is still hospitalized due to glucose level but this is unrelated to incident." Sigma's investigation is in progress. When complete, a supplemental report will be submitted.